Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("haemorrhagic periods") and dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), anaemia ("anaemia") and fatigue ("severe fatigue") and was found to have fibroma ("fibromas"). At the time of the report, the pelvic pain, anaemia, dizziness, fatigue and fibroma had not resolved and the menorrhagia outcome was unknown. The reporter provided no causality assessment for anaemia, dizziness, fatigue, fibroma, menorrhagia and pelvic pain with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) . On (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) of 2016, the patient experienced menorrhagia ("haemorrhagic periods") and dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("severe fatigue") and anaemia ("anaemia") and was found to have fibroma ("fibromas"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, dizziness, anaemia and fibroma had not resolved and the menorrhagia outcome was unknown. The reporter provided no causality assessment for anaemia, dizziness, fatigue, fibroma, menorrhagia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.